Event description:
Overnight, there was a code blue in micu. The crash cart for the micu was brought to the patient's bedside, and the patient was connected to the defibrillator from said crash cart. The micu fellow and nicu attending overseeing the code blue attempted to defibrillate the patient; however, they reported to the supervisor that the energy was not delivered to the patient. Supervisor then obtained defibrillator from a different crash cart, and per the micu fellow and nicu attending, the patient was able to be defibrillated via that monitor. The supervisor promptly removed the malfunctioning defibrillator from patient care and notified clinical engineering. Clinically engineering currently has possession of defected defibrillator and has replaced this device on the unit.